Event description:
Reporter alleged that the needle from the safe-t-pro lancet broke off into her finger. Reporter stated that she went to the emergency care center at a hospital and the staff removed a small fragment of what they assumed was metal from the wound. Reporter stated that she was told she should apply a poultice of "magnesium sulphate" which would draw out any further foreign bodies. Reporter states that she feels intense pain around the prick area and also that her finger was swollen and bruised. No other action or treatment resulted. A request was made for the return of the suspect device. Reporter stated that the lancets were all used and the box was disposed of, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in the (B)(6). Will not be returned to manufacturer.